Event description:
Occlusion of valve was noted and explanted and revised. No defect of the valve was identified. Device was discarded at the hospital. Pt and other information was not supplied by the hospital.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.